Manufacturer narrative:
An event of this nature (vascular damage) is an inherent risk of anterior lumbar surgery. As reported the root cause appears to be due to the access retractors used in the case coming into contact with the vascular structure. The event as reported was not attributed to the depuy spine in-motion implant or insertion instruments.

Event description:
Procedure was an l4-5 total disc arthroplasty with the charite artificial disc. While moving to a lateral c-arm position, the vascular fellow noticed copious amounts of venous blood in the access wound. A member of the operating room staff was holding 2 retractors with posterior lips. These retractors were holding the incision access opening and it's muscular and vascular anatomy, so visualization of the l4-5 disc was possible. The instrument to deliver the implant was removed, and the vascular team worked to contain and control the bleeding. All measures were exhausted and unfortunately outcome could not be reversed. Autopsy revealed a tear on the posterior wall of the aorta, believed to be from the retractors. The event was not attributable to the depuy spine implant or instrument; however, we are taking a conservative approach and filing an MDR to document this adverse outcome.